Manufacturer narrative:
Customer returned insulin pump for an alleged cosmetic damage (crack) and a critical pump error (open book image) alarm after pump was dropped found on (B)(6) 2022. The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded history and trace files using thus. A review of the downloaded history files shows on (B)(6) 2022 at 15:11 there was a pump error 63 alarm and pump error 4 alarm that occurred. The pump error 63 alarm was generated due to a rf chip error and the pump error 4 alarm is the consequence of pump error 63 alarm. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly. The force sensor zero offset is within specification (23.9 mv). The pump error 63 alarm and pump error 4 alarm are confirmed due to moisture damage on the electronic assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment, and broken battery tube threads. Critical pump error (open book) alarm is not confirmed. Pump error 63 alarm and pump error 4 alarm are confirmed due to moisture damage on the electronic assembly. Cosmetic damage on the battery compartment and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image. Customer reported no pump error was displayed before the open book image was displayed on the screen. Customer also reported crack at the back. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.